Event description:
Boston scientific received information that during the device interrogation, the monitoring voltage was 2.58 v and the charge time was 22.8 seconds. It was noted that the device declared its elective replacement indicator (eri) (B)(6) earlier. The device remains implanted in the patient and no adverse patient effects were reported.

Event description:
New information was received that the device was explanted three months later for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.